Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the 'donut looking thing' or the one that they put on their back to charge was very hot when they were charging. Pt stated that the paddle was burning their skin and left a red mark. Pt said the issue has been on going but they just didn't really think anything and through that the paddle was getting hot because of charging. Pt said the issue started couple of weeks ago. Pt mentioned last night or yesterday the paddle was 'bothering' their skin or 'burning it'. Agent reviewed information. Agent sent a request to replace the recharger (rtm).